Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Tandem technical support instructed customer to disconnect from site and prime out air using the fill tubing feature. Customer¿s blood glucose level was 396 mg/dl.